Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that a dental implant has a fractured abutment in it.

Manufacturer narrative:
This report is being submitted to report corrected information. Further review of the event confirms that this event does not meet the requirement of a reportable malfunction. Therefore, the previous medwatch submission 0001038806 -2022 -01588 was submitted in error. There will be no further medwatches submitted for this event. The following sections are being reported: h2: if follow-up, what type? H10: additional narratives/data.

Event description:
No additional or corrected information to report.